Manufacturer narrative:
The customer's glidescope core 15-inch monitor was evaluated by a verathon clinical specialist at the customer's facility, but they were unable to confirm the reported image issue. The monitor's software was updated to the latest version by the verathon clinical specialist despite being unable to reproduce the reported issue. The customer reported that they were going to continue using the monitor. To date, no other issues have been reported to verathon. Review of complaint history for the reported monitor serial number " (B)(6) " did not identify any previous complaints reported to verathon. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that while placing a double lumen tube with a glidescope bflex 3.8 single-use bronchoscope during a patient procedure, the screen on the connected glidescope core 15-inch monitor froze momentarily. They reported that the screen froze while placing the tube as soon as they reached the patient's lungs. They reported powering the monitor off and back on which resolved the frozen image issue. No delay in the procedure, use of a backup device, or harm to the patient was reported.